Event description:
It was reported that a patient underwent an arthroscopic debridement of scar tissue due to pain and swelling approximately six months post implantation. Upon follow-up, the patient showed improvement in pain. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 3007963827-2022-00030, 3007963827-2022-00031, 0002648920-2022-00020. Concomitant medical products: femur cemented (ps) standard right size 11 item# 42500607002 lot# 64568095. Tibia cemented 5 degree stemmed right size g item# 42532007902 lot# 64446156. All-poly patella cemented 35 mm diameter item# 42540200035 lot# 64622008. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Arthrofibrosis is defined as the development of fibrous tissue or scar tissue in a joint. Arthrofibrosis is a known postoperative procedure related complication that can occur from not only surgical implantation of new joint, but also previous injuries to the joint, or surgical procedures. As joint trauma, injury or surgical procedures increase the risk for development of these fibrosis or scar tissue formation, thus causing contracture of the tissue. This results in the patient having increased symptoms of pain, limp, weakness, swelling, and inability to have full range of motion. Symptoms can depend on the location of the arthrofibrosis tissue. If this develops, conservative measures would be attempted first, such as mua or therapy. If conservative measures fail, surgical intervention will become necessary to remove the fibrous tissue causing the problems. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.